Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Approximate age of device- 1 year, 3 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was seen in clinic on (B)(6) 2019 and was noted to have some discharge from a midepigastric sore above the driveline. The patient was admitted to the hospital and was started on IV vancomycin and cefepime. Cultures were obtained and came back positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was switched to ancef. The patient was discharged home on (B)(6) 2019. No additional information was provided.